Event description:
It was reported that the manufacturer's representative was asked by the patient to come to the hospital where she was an inpatient to reprogram her stimulator. The patient wanted the representative to come after lunch, so that she could recharge her battery a bit. The stimulator had only been giving her relief in her feet and legs and not in her back where she needed it. The stimulator was reprogrammed and coverage was obtained in the back and hips. The patient noted it felt "much better." The patient did also note some "shocking" down her left hip and leg when the stimulator was on. Upon interrogation, all impedances were within normal range. The patient was changing to a new health care provider. She was displeased at the care she had received from her physician as he would not "give her anything to help". The patient noted that if she had to continue with that particular pain that she was having this week that she would "commit suicide." The patient was also upset with the implanting physician because he had "broken a rib during the surgery." The patient was happy with her oncologist who had admitted her. During the visit with the manufacturer's representative, the patient's pulse oximeter kept alarming as she became very emotional about the events of the past week . As the manufacturer's representative was leaving the patient noted some "tightness" in her chest and asked for some orange juice. This information was given to the nurse caring for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 39286-65, lot # v745716012, implanted 2011 (B)(4), explanted unknown; anchor model # 3550-39, lot # n295999, implanted 2011 (B)(6), explanted unknown; programmer: model # 37743, lot # nke172378n; recharger: model # 37752, lot # nka156144n.

Event description:
Additional information received noted that the patient reported no more shocking or chest tightness. The manufacturer's representative had heard nothing else from the patient.